Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a loose component inside. Patient involvement is unknown.

Manufacturer narrative:
D9: 1/26/2024. Device investigation: one device was returned for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. Screws are off from the chassis and lcd. No action taken due to the demand, condition and age of the device. It is deemed beyond economical repair and will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.